Manufacturer narrative:
The disposition of the device is unk.

Event description:
While gathering info on a separate pain pump malfunction, it was mentioned that a pump that had been placed on another individual stopped functioning. The reporter did not have any info other than a discussion that they had with this unnamed individual who stated that following a rotator cuff procedure, the pump stopped delivering the medication and that they had the procedure at the same surgical center. The facility was unable to provide add'l info without the name of the pt.